Event description:
A malfunction was reported on the pump, leading to the customer's blood glucose level exceeding 500 mg/dl, though the recorded level was 462 mg/dl. The customer reverted to an alternate method of insulin therapy.